Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Caller was able to successfully load a cartridge onto the pump and resume insulin. There was no adverse impact to the customer¿s blood glucose level.